Manufacturer narrative:
The following information has been updated/corrected: f.10. Device code(s): 3007, 1069. B.5. Describe event or problem: it was reported that an unspecified number of an unspecified bd lancet experienced the protective shield/cap coming off leaving stylet exposed and product damage while still considered operable. The following information was provided by the initial reporter: the pharmacy customer complain that the devices are bent and in one case the needle also was broken. The pharmacy get a lot of complaints that the capsule comes loose (no more details given). The customer has problems with skin inflammation (incl. Red rash, itching, and blister). The customer is unsure of the quality of the products. The pharmacy collected all needles from customer.

Event description:
It was reported that an unspecified number of an unspecified bd lancet experienced the protective shield/cap coming off leaving stylet exposed and product damage while still considered operable. The following information was provided by the initial reporter: the pharmacy customer complain that the devices are bent and in one case the needle also was broken. The pharmacy get a lot of complaints that the capsule comes loose (no more details given). The customer has problems with skin inflammation (incl. Red rash, itching, and blister). The customer is unsure of the quality of the products. The pharmacy collected all needles from customer.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd lancet experienced the cannula breaking off and product damage while still operable. The following information was provided by the initial reporter: the pharmacy customer complain that the devices are bent and in one case the needle also was broken. The pharmacy get a lot of complaints that the capsule comes loose (no more details given). The customer has problems with skin inflammation (incl. Red rash, itching, and blister). The customer is unsure of the quality of the products. The pharmacy collected all needles from customer.

Event description:
It was reported that an unspecified number of an unspecified bd lancet experienced the protective shield/cap coming off leaving stylet exposed and product damage while still considered operable. The following information was provided by the initial reporter: the pharmacy customer complain that the devices are bent and in one case the needle also was broken. The pharmacy get a lot of complaints that the capsule comes loose (no more details given). The customer has problems with skin inflammation (incl. Red rash, itching, and blister). The customer is unsure of the quality of the products. The pharmacy collected all needles from customer.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 9134752. D10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. Investigation summary: customer returned (10) sealed 6mm, 31g roche accu-fine pen needles from lot # 9134752. Customer states that the needles are bent and in one case the needle also was broken, the capsule comes loose, and there is skin inflammation. All returned pen needles were examined and no bent, broken, or loose cannula was observed. All samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications bd was not able to duplicate or confirm the customer¿s indicated failure h3 other text : see h.10.